Event description:
Boston scientific crm received and reported the following info: "this implantable cardioverter defibrillator (ICD) delivered a shock, potentially due to electromagnetic interference. It was later noted that a fracture of the right ventricular lead was suspected. The rate-sense portion of the right ventricular lead was surgically abandoned and a new rate sense lead was implanted. The device was explanted and replaced with a new boston scientific ICD."

Manufacturer narrative:
Review of mfg records showed no abnormalities. It is unclear from this report if there in fact was a fracture of the lead or if the malfunction was with the device (it was also replaced) or a combination.